Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a long-term issue of occasional noise episodes was observed. Patient had no adverse events due to the occasional noise episodes. The device and lead was explanted and a new device and lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the device image. The device responded appropriately to the lead noise. The device was tested on the bench and no anomalies were found.